Manufacturer narrative:
Anxiety and paranoia was observed following the implantation of this biotronik device. Therefore the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Event description:
It was reported that the patient requested removal of device because of anxiety and paranoia surrounding the device. Should additional information become available, it will be added to this file.